Event description:
Left breast smaller than right breast. Pt had bilateral augmentation. Removal left breast implant to replace. Dr squeezed implant, very obvious pinhole leak found. Implant to be returned to dr for return to co.